Event description:
It was reported that during an angioplasty treatment procedure, the maverick 2 balloon ruptured at nominal pressure. The calcified lesion being treated was in the mid left anterior descending artery. The procedure was completed with another of the same device without pt complications. The pt outcome was noted as "good".

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.